Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00732. It was reported that during implant procedure, the leads were unable to fixate. Multiple attempts were failed. The physician alleged that it was due to lead malfunction. The new leads were implanted. No patient adverse consequences were reported.